Manufacturer narrative:
Investigation is on-going. A supplemental report will be submitted upon conclusion of investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency's instruction, we hereby submit this MDR. A customer in austria reported four non-reproducible positive results for sars-cov-2 while using cobas sars-cov-2 & influenza a/b test for use on the cobas liat system (lot 10111z, expiration date 31dec2021). A retest using inhouse polymerase chain reaction (pcr) testing (the rida gene assay after isolation with the promega kit) generated negative results. The sample was collected using nasopharyngeal swab with yocon virus sampling kit mt0301-1. No harm was alleged. 4 mdrs are being submitted.

Manufacturer narrative:
Target amplification for patient 1 is weak with a late CT, consistent with a sample near the limit of detection for the liat® test. Target amplification for patient 2 is more robust. Although the CT is on the later side, the result is consistent with the prior liat® test at another site. No curve abnormalities are observed for either sample. For both samples, internal control amplification is robust, and there is no evidence of pcr inhibition. The result discrepancies between the two platforms could be related to low titers, differences in isolation efficiencies between the automated liat process and the manual promega process or differences in method sensitivities. No additional information was available for patients 3 and 4; therefore, no additional investigation could be performed on the data. No issues were identified with the complaint kit lot during the course of the investigation. (B)(4).